Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fst that during a repair the cs300 english non-uts int'l intra-aortic balloon pump (iabp) had blood entry. There was no patient involved reported.